Event description:
The customer reported that the screen was showing black and loss of the live diagnostic image. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The backplate board was reseated. The system was then found to be operating as intended.